Event description:
It was reported when the patient first had her system put in it was not deep enough, so when she bumped into things it would hurt. The system was taken out and implanted deeper. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received. Refer to manufacturing report #3004209178-2014-23961 as the patient had other issues after the revision.

Manufacturer narrative:
Product ID 3888-45, lot# v305665, implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4),product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37752, serial# (B)(4), product type recharger product ID 3888-45, lot# v305665, implanted: 2009 (B)(6); product type lead. (B)(4).